Event description:
It was reported, "upon removal of the specimen and vcare, the balloon and colpotomy cup became separated from the vcare." It was also reported that there was no injury incurred by the patient, and the balloon and cup were both retrieved from the patient.

Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00147. The device is not being returned to conmed for it has been discarded by the end-user. Lot history was not performed as the lot number of the complaint device was not available. However, all vcare device pass in-process and final inspection functional testing prior to release. Therefore, the complaint can be neither confirmed nor unconfirmed at this time. The complaint investigation has not identified or confirmed any manufacturing defects with this device. The cause of this complaint is undetermined. The possible cause of this complaint is application of force which exceeded the cervical cone pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the uterine balloon. The root cause of the excessive force may have been attempting to remove a large uterus through the vaginal canal. User technique may have been a contributing factor. The directions for use states, "morcellation or other means should be used to reduce the size of a uterus deemed too large before attempting to remove through the vaginal canal." Conmed considers this complaint closed.